Event description:
It was reported that during a device changeout the pulse generator exhibited a loss of output when the physician used a peak plasma blade to open the device pocket. The patient had an escape rhythm in the fifties. The device was explanted and replaced with no other complications.